Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, and system hazard and user misuse analysis (shuma). Method:service history, trending and shuma reviewed. The DHR was not reviewed as the assignable cause was user error. The service history for the past six months (05/16/2014 to 11/12/2014) did not identify any significant trend. The trend for the product malfunction code of skin reaction was assessed from december 2013 through november 2014. The risk is considered "low." The shuma indicates the risk is "broadly acceptable." The instructions for use (IFU) of the sterrad® 100nx state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." Testing was not performed as no product was returned. The assignable cause of the reported issue is user error as adequate ppe was not used when handling a used cassette. A customer letter was sent for this issue. Review of tracking and trending data did not reveal a trend. As a result, root cause was not performed; therefore, no further investigation is necessary at this time.

Event description:
An international customer reported a healthcare worker (hcw) came in contact with hydrogen peroxide while touching a used cassette from a sterrad® 100nx. The hcw was not wearing personal protective equipment (ppe) and experienced a chemical burn on his/her right thumb, middle finger and index finger when wiping liquid on the cassette sorter. The hcw felt a prickle and the sites turned white. The affected areas were washed with running water and were healed within one day. The hcw did not seek or receive any medical attention or treatment and is reported to be "fine". This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. (B)(4). This is two of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2014-00362, 2084725-2014-00378 and 2084725-2014-00379.

Manufacturer narrative:
Ni.